Event description:
Additional information received reported patient's status was deceased. The patient passed away due to terminal cancer. It was later reported that the healthcare provider was "unaware of increased pain" (reported event), and that "the patient and her husband were very grateful, and that she passed away comfortably". The exact date of death was not provided. The cause of death was reported as breast cancer that had metastasized and lead to a hip fracture, and a second primary diagnosed cancer (oral pharyngeal). It was further reported that the "death was not device related".

Event description:
It was reported that the patient height was (B)(6) at time of death. There was no adverse event. The patient had two primary cancers with extensive mets. The patient was well controlled with it prialt and low dose narcotics; died a "comfortable death" and lived one year longer than expected.

Manufacturer narrative:
Programmer: model: 8835, serial# (B)(4); catheter: model: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk; pouch: model: 8590-1, lot# n262881, implanted: (B)(6) 2011, explanted: unk. (B)(4).

Event description:
It was reported that at the last refill healthcare provider (hcp) found that the pump had all the medication still in the reservoir. No alarms were heard and per patient's husband no device troubleshooting, imaging of the catheter had been performed. The pump was "restarted"; it was unclear if the pump was stalled or if the pump was just updated. The patient was able to successfully get a bolus as of the date of this report indicating that the pump was not currently stalled. Patient had increased back pain, lesions on her spine; was not able to leave hospice facility without an ambulance. Drug delivered via the device was prialt. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information received reported, the date of death to be (B)(6) 2012.